Event description:
As reported by the edwards japanese affiliate, during tavr of a sapien 3 ultra resilia (s3ur), lower limb vascular injury occurred. A s3ur valve was deployed via right femoral artery (fa) cutdown as a standard manner. During the withdrawal of the delivery system, the device was forcefully removed, as if it had been caught and then released. Upon removal of the esheath+, the middle portion of the sheath was found to be crushed, and the intima appeared to have been pulled out along with it. A significant drop in blood pressure was observed, vascular injury was suspected. Angiography confirmed bleeding from the external iliac artery (eia). Via crossover from the contralateral fa, the common iliac artery (cia) was occluded with a balloon, followed by artificial graft replacement of the eia. The final angiography confirmed good flow, and the patient was successfully extubated and transferred out of the operating room without complications.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for difficulty or inability to withdraw system with valve through sheath was confirmed based on provided imagery. The sheath-related imagery revealed the kinked sheath shaft and partially delaminated sheath liner, suggesting an indicative of high withdrawal forces. As reported, 'during withdrawal of the delivery system, the device was forcefully removed, as if it had been caught and then released. Upon removal of the esheath+, the middle portion of the sheath was found to be crushed, and the intima appeared to have been pulled out along with it.' The patient's anatomical condition could not be assessed due to the absence of a 3mensio report. Additionally, delivery system-related imagery or the device were not returned for evaluation. As a result, a definitive root cause could not be determined; however, the previously suggested causes remain potential contributing factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.